Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the display was out of specification with segments missing. It was also noted that the encoder flex was out of specification, the battery contacts were compressed, the ring cover and two side bail covers were broken and the upper case was broken.

Event description:
It was reported that during routine testing by the biomedical engineer, it was found that the lower display of the epg (external pulse generator) had missing segments. The epg was returned for repair. There was no patient involvement.